Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to load new cartridge using proper technique, and successfully loaded cartridge and resumed insulin therapy, with no prior similar alarms reported for this pump.